Manufacturer narrative:
The investigation into the high purge pressure and the pump stop issues has been completed since the original report was filed. The device was not returned for investigation. The cause of the high purge pressure leading to a pump stop was most likely biomaterial, based on data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 58-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. The impella had high purge pressure. Staff denied kinks, attempted cassette change/de-air to no avail. While waiting for tpa, the pump stopped. The impella rp was replaced without any issues.